Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources regarding a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bladder issues. It was reported that the caller, an hcp, noted the patient is needing an MRI and stated the ins has not worked in years, the caller was unable to clarify further as they were not with the patient. Additional information was received from the patient who called in later noting that the device has never worked and has not been successful for them. Patient said that they were in the doctors office every 2 weeks to try and get it adjusted so that their vagina wasn't buzzing all the time. Patient said they would feel it down their leg, sometimes going down the left leg or their back and sometimes between the legs. Patient said sometimes the stim was too strong and they would adjust it themselves to try to "fix it" and would go back into the doctor's office for the nurse and medtronic rep to help. Patient said the device never did what it was designed to do for them. Patient said they were apart of a clinical trial and the device didn't work. Patient stated they are almost 100% sure the battery is dead. At the time of the call, patient was not able to locate their programmer. Agent reviewed that the managing hcp can confirm battery depletion and patient said they do not have a managing doctor. Agent sent patient physician listings. The patient's relevant medical history included patient said they have taken oral medication for their bladder and the last few years they have been getting botox.

Event description:
Additional information was received from the patient. They clarified that it "did not work well at all. Constantly stimulating in the wrong area. I gave up on it after a while." The patient noted that the issue was not caused by normal battery depletion and indicated the likely cause of the device not working as "a piece of crap". The patient indicated the cause of feeling stimulation down the leg or back and the stimulation sometimes being too strong and needing to be adjusted was determined but when asked the likely cause the patient noted "don't know". The patient indicated that the device was removed in (B)(6) 2022 and "replaced with a better company".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.